Manufacturer narrative:
The reported device was returned for product evaluation. The product was received inside a plastic bag without its original packaging. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, a syringe was used to fill the cuff with air; no immediate loss of pressure in the cuff was observed. The entire device was then fully submerged into water. No bubbles (indicating a leak) were observed escaping from the cuff of the device. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the tracheal tube was in use with patient during surgical procedure. Following the procedure, the patient was moved to a recovery room where the nurse found the tube's cuff to be leaking air. No adverse effects to patient were reported.